Event description:
It was reported that the patient had good stim, and then started to feel in rib, and then sensation continued up to chest. The x-ray found lead migration and it was about two vertebral bodies. The patient stated that "the implantable neurostimulator(ins) was defective primary cause was ins heating." It was with ins off. The patient didn't want to explant ins. The patient was scheduled to have revision on (B)(6) 2012, but it didn't happen and had been rescheduled to (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).